Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50 x 16mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was damaged on the distal end part. The procedure was completed with a different device. No patient complications were reported.